Manufacturer narrative:
Citation: zhang yu, tang yu-bin, wu qiao et. Al endovascular embolization of intracranial aneurysms with detachable microcoils the axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. There was limited device and patient information available. Mdrs related to same article: 2029214-2017-00550, 2029214-2017-00551, 2029214-2017-00552.

Event description:
Medtronic received information through literature review that post embolization coiling treatment some complications were reported. Cerebral vasospasm occurred in 8 patients, hydrocephalus occurred in 1 patient and hemiplegia occurred in 2 patients. The patients were treated with axium detachable coils. Of 58 patients with ruptured aneurysms: cure - 57 patients.